Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the discharge panel button does not work. There was no reported patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2017-01645 was submitted. Please see the corresponding reports for evaluation data.